Event description:
This late MDR is a retrospective filing for an international product with a similar us product. A patient sample tested in 2008 generated an architect cea result of <0.5 ng/ml which was reported. Another sample was obtained in 2007 and was 17.86 ng/ml. Sample was repeated and was 18.28 ng/ml. The customer contacted the physician and stated that the result was incorrectly low. There was no impact to patient management reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. No patient sample was available for return. The customer stated that small amounts of fibrin were floating in the sample. The final release testing data for architect cea lot 60075lf00 was reviewed. The testing results generated for abbott controls and panels, which represent patient samples, in particular the panel level that is targeted at the medical decision point of 5 ng/ml, were within specification, and all results generated at release were well aligned with historical data and within specification limits. The review revealed no issues related to the customer observation. A review of the device history record did not identify any issues related to the customer observation. A review of data generated during final product release testing for 70 previous lots of architect cea revealed no adverse trend and test results for both abbott controls and serum based panel samples were within specification. The review revealed no issues related to the customer observation. In addition a review of in-house data for cea release testing performed since mid 2006 shows that no aberrant results similar to those observed by the customer have been observed on-site. Complaint tracking and trending reports were reviewed and no adverse trends were identified. No product deficiency was identified in the course of this investigation. From the data and information obtained it remains unclear what caused the abnormal patient sample result. Even though no error message was generated, it is possible that the aberrant test result may have been due to the presence of fibrin floating in the sample. The architect cea package insert states: 'for optimal results, specimens should be free of fibrin, red blood cells, or other particulate matter. Centrifuge serum and plasma specimens containing fibrin, red blood cells, or particulate matter prior to use to ensure consistency in the results'. Also stated in the package insert: 'if the specimen is centrifuged before a complete clot forms, the presence of fibrin may cause erroneous results'. This information was relayed to the customer and they were also informed to ensure that samples are collected and handled as outlined in the architect cea package; in particular examine specimens for fibrin or other large particles and remove with a clean applicator stick or re-centrifuge. This is the final report.